Manufacturer narrative:
Date of occurrence: the customer stated that the reported problem occurred either on (B)(6) 2016; however, the customer was unsure which date the reported problem occurred. (B)(4). The sample was received for evaluation. Visual inspection revealed irregular, opaque, homogeneous and brown particulate matter attached to the inside the tubing. The material is consistent with burned resin. The reported condition was verified. The cause was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed inside the tubing set of a clearlink solution set, between the y-sites proximal to the drip chamber. This occurred prior to patient use. There was no patient involvement. No additional information is available.